Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The pulse generator went into backup operation during firmware upgrade. The patient was asymptomatic to the event. After software download via engineering test page, normal device function resumed. No further attempts were made to upgrade the firmware.